Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bio bag. A lot number was not provided with the returned device. The returned device is a 20 french feeding tube with flow-20 printed on the tubing. The device was returned with an unknown substance in the tubing, an additional feeding adapter connected to the feeding port, and a zip tie cable around the tubing at the distal end of the feeding tube. Our evaluation of the product said to be involved confirmed the report. The internal bolster had separated from the feeding tube. The internal bolster was not provided with the return. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instruction for use indicate the following: "warning: the bolster should sit close to the skin but not tight against the skin. Excessive traction on the tube may cause premature removal, fatigue, or failure of the device." The instruction for use indicate the following: "cut the tube at the x mark." The extra length may cause the feeding tube to move around more and make it easier for the feeding tube to be pulled on. "Excessive traction on the tube may cause premature removal, fatigue, or failure of the device." Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy sets - push are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following information was provided to cook by the user regarding a cook flow 20 percutaneous endoscopic gastrostomy set - push: three (3) days post-placement, the bumper (bolster) that holds it on the inside of the stomach broke off. The tube became separated from the patient and required a new gastrostomy tube to be placed. It fell away into the gastrointestinal tract and was left in the patient to pass.